Event description:
It was reported that the patient was having difficulty keeping the implantable pulse generator (ipg) charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.